Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. The customer states the insulin pump is not changing the insulin pattern when her blood glucose drops. Customer states pump is not alerting her when she is low. Customer states pump is not suspending insulin delivery when her blood glucose is at or below the limit. The customer was assisted with troubleshooting. The customer pump will be replaced. The product was returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test, self test and force sensor test. Sleep current measurement and active current measurement within specifications. The device communicated properly with the glucose sensor simulator and the guardian link transmitter. The low suspend, high and low alert functioned properly. The suspend on low alarm and the alert on low function properly during testing. The device was received cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.